Event description:
The following was reported to hamilton medical ag: f233004 autozero qaw failure. During component tests - pneumatics 1 - autozero airway test failed. Test end with status not ok. As this event description is unclear, the logfiles were analyzed: on (B)(6) 2022 10:46:08 the ventilator was switched on. Ventilation in (s)cmv+ mode was started on (B)(6) 2022,10:48:44. At 10:50:11 the dame date te 233003 and te 233004 are logged in the eventlog. A vew seconds later the ventilation was stopped. No patient harm occurred.

Manufacturer narrative:
Case is under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: f233004 autozero qaw failure. During component tests - pneumatics 1 - autozero airway test failed. Test end with status not ok. As this event description is unclear, the logfiles were analyzed: on (B)(6) 2022 10:46:08 the ventilator was switched on. Ventilation in (s)cmv+ mode was started on (B)(6) 2022 10:48:44. At 10:50:11 the dame date te 233003 and te 233004 are logged in the eventlog. A vew seconds later the ventilation was stopped. No patient harm occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a malfunction of the pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: cer (B)(4).